Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001289 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where hemostatic valve leakage occurred. After the carto vizigo¿ 8.5f bi-directional guiding sheath - small was put into the body, physician prepared to insert the smarttouch, but he found few blood drops (approximately 10 drops) from the entrance of the smarttouch catheter. The physician did not implant the smarttouch and withdrew the carto vizigo¿ 8.5f bi-directional guiding sheath - small out of the body immediately. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was changed to complete the procedure without any problem. There was not any impact to patient. The sheath was being used on the patient at the time of the event. No air was introduced into the body. The issue did not require intervention. The hemodynamics was not compromised due to bleeding.